Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: any bleeding as a result of the broken suture - no bleeding. Any infection as a result of the broken suture ¿ no infection. Any swelling / deformity of the eyelid? Nurse informed that there was swelling which might be caused by surgery, and not the suture. So far, no complication on patient. Any scarring, injury to eye muscle / skin infection and bleeding - no scarring. Dry, irritated eyes, difficulty in closing eyes, blurred vision - no. Or any other injuries which are not listed here. No. What was the patient outcome of the reparative surgery (after re-stitching eyelid)? Stitching back the eyelid. No other complaint. Name of the gp clinic? (B)(6) clinic. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What tissue was the prolene suture used on? How was the suture placed (interrupted or continuous)? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Where was the suture broken on the strand (knots, middle, end)? Did the suture break on both eyelids? Which eyelid had the suture breakage (right or left)? What are the patient age, gender, weight, other medical conditions? What is the current condition of the patient?

Event description:
It was reported that the patient underwent eyelid surgery on an unknown date and suture was used. Around 7 days post procedure, on (B)(6) 2019, the suture broke. The patient experienced swelling which nurse opined might be caused by surgery, not the suture. An additional procedure was performed to re-stitch the eyelid. It was reported that there was no complication to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mgq231, w8725 and no non-conformances were identified.